Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to non-diabetes related but the customer's daughter stated that the customer had low blood glucose during the hospitalization. The customer's blood glucose was 60 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of hospitalization. The customer's blood glucose was 78 mg/dl at the time of call. The customer's daughter stated that the customer was given food to treat the blood glucose. The customer's daughter stated that the customer was wearing the insulin pump during hospitalization. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.